Event description:
It was reported while using the bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
. G5. Additional 510(k): k222591 h4. Device manufacture date: unknown investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.